Event description:
It was reported that a user contacted support for hyperglycemia with a continuous glucose value of 318 mg/dl following a recent meal, observed a horizontal trend arrow, declined to disconnect tubing or perform troubleshooting at that time due to being at work, and planned to call back to change supplies when able. Symptoms included elevated blood glucose without reported acute complications. Outcomes included deferred troubleshooting and plans to address the condition when the user could step away from work. Investigation included support-led remote assessment based on user report. Investigation of this case revealed insufficient information to identify a device malfunction or use issue beyond potential postprandial hyperglycemia. It was concluded that the cause of the hyperglycemia was unclear and a device problem was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.